Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio st (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio st (device #1). An additional emdr was submitted to represent the bard/davol ventrio st (device #2). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #1). On (B)(6) 2015:the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #2). The patient is making a claim for an adverse patient outcome against the two (2) bard/davol ventrio st (device #1 and device#2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio st( device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2014) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d4 (product catalog no., UDI no., corporate lot. No. Expiry date), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the ventrio st (device #1). Additional supplemental emdr was submitted to represent the ventrio st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: 04/03/2015: the patient underwent surgery for implant of an unspecified bard/davol ventrio st(device #1). 10/30/2015:the patient underwent surgery for implant of an unspecified bard/davol ventrio st(device #2). The patient is making a claim for an adverse patient outcome against the two (2) bard/davol ventrio st( device #1 and device#2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incisional ventral and umbilical hernia thereby underwent open repair with the implant of ventrio st (device1). Per op notes, "a ventrio st (device1) was placed into the abdominal wall using sutures." (B)(6) 2015 - patient was diagnosed with recurrent incisional ventral hernia, partial bowel obstruction and abdominal pain thereby underwent open repair with the implant of ventrio st (device 2) and iysis of the adhesions. Per op notes, "lysis of adhesions was performed. The previously placed mesh (device 1) had been torn on the right side of the abdomen. Noted partial bowel obstruction. A ventrio st (device 2) was placed into the abdominal wall using sutures."